Event description:
It was reported that during a spinal fusion on (B)(6) 2024, the spine surgeon cut the leads. As a result, the physician elected to explant the leads to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.